Event description:
The customer reported that during an rf ablation procedure, the patient experienced an injury on the right thigh at the grounding pad site. When the pad was removed, the patient's skin was noted to be red. The patient was big/overweight and had very fragile skin. The incident pad was discarded following the procedure. At the patient's three month follow-up visit with the doctor, the patient had a bandage on the thigh and the doctor asked what it was. The patient said it was a skin burn from the ablation procedure. The bandage was not removed and the area was not inspected.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.